Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that after their ins was implanted, it began to protrude from their right hip. Caller stated their hcp performed an emergency surgery in (B)(6) 2019 and explanted the ins and lead at that time. Caller stated their hcp does not know why the ins began to protrude from their hip and also stated that they have had 10 other devices implanted on their right side. Caller stated that they use the therapy 24/7 and it works when it's on. Caller stated that they have not had their current ins checked out in about 1.5 years. . Pt stated they want someone to check the remaining battery life of their current ins so it doesn't reach eos before they can have it replaced, as they do not want to be without therapy.   See 605814280 for old ins "ran out." See general text for omitted information

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.